Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during inflation, it was noted that the balloon ruptured. The procedure was completed with the original device. There were no patient complications nor injuries reported.